Manufacturer narrative:
(B)(4) the peritonitis occurred on an unknown date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day prior to the receipt of this report, the patient was hospitalized for unrelated indications. During the hospitalization, the patient acquired peritonitis. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics (drugs, route, dosage, and duration not reported). The action taken with pd therapy was not reported. The patient was reported to have been recovering from the peritonitis. No additional information is available.